Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2013: the display was dim and discolored.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: examination revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump powered on with a blank display. A test display was attached to the pump and illuminated properly without discoloration.